Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted meeting all release criteria. After the device was released, the device did not move and looked good on 3d. This procedure was a concomitant procedure, and a pulmonary vein isolation (pvi) was preformed following device implant. Approximately a half hour after they completed the implant, the watchman clinical specialist (wcs) received a phone call that the device had 'shifted.' Upon return, the wcs noted the device had embolized and was in the left ventricle. The device was initially caught in the chordae tendineae but was able to be freed up and eventually moved to the left ventricular outflow tract. A guidewire was passed across the aortic valve next to device and a pigtail catheter was used from the left ventricle side to manipulate the device until it was able to be pushed through the aortic valve. Once passed the aortic valve, the device was snared from the descending aorta through a 20f sheath. After the device was removed, the pvi was completed and a new 27mm device was successfully implanted. Post procedure, vascular surgery was brought in to remove the 20f sheath and repair the artery. The patient also received two units of blood for procedural related blood loss. The physician believed the device 'rocked out on its own.' However, the mapping clinical commented that they only realized the device had embolized when they were mapping what they thought was the left upper pulmonary vein only to realize it was the appendage. The patient was reported to be doing well.